Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on the baxter sps 1550. Teh goal weight to be removed was programmed for 1.3 kg. Less than 2 hours after treatment was initiated, hcp was taking blood pressure on this pt and noticed the ultrafiltrate removed was 2.76 kg. Hcp administered 500cc normal saline and removed pt from this machine. Pt was reweighed, treatment reinitiated on another sps 1550 device and 500cc normal saline administered. This treatment was continued for two more hours. Hcp reported no drop in blood pressure and no notable signs of distress. Hcp stated no alarms were noted.